Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an overly loud sound and intermittency. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing could not be completed due to the recipient's intolerance. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed slices in the silicone on the top cover, cuts in the electrode near the fantail, and an extruded contact pad in the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be maintained during stimulation. The device passed the electrical and mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.